Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient's infusion set break along the tubing and leakage event on (B)(6) 2025, the parent of the patient says that the clild may have been playing with it a little.the set has been in use for one day. The location of the leak present in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.